Event description:
A captivator ii snare was used during a polypectomy procedure performed in 2007 (patient age, gender and weight unknown). According to the complainant, "during [a] polypectomy [in] the colon, the physician was attempt [ing] to remove [a] polyp [when] the patient felt [an] electric [al] shock." The second attempt to remove the polyp was successful. At the conclusion of the procedure, the patient's condition was reported as "good."

Manufacturer narrative:
A visual examination of the returned device revealed that the loop was misshapen; however, the functional tests revealed that the device met its resistance specifications and the snare loop extended and contracted per specifications. The root cause of the patient's electrical shock is unknown. The lot number was not provided by the complainant; therefore, the customer's shipment history was reviewed. This identified two lots (11144367 and 9595330) that were shipped to the customer prior to the event date. A review of the device history record was performed on these lots; no anomalies were noted. A search of the complaint database revealed that one additional complaint was reported for lot 9595330 for an unrelated failure mode (kinked wire and shaft). The december 2007 15-month captivator snares product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.